Event description:
It was reported that the patient was in discomfort due to an old lead that remained and was easily palpable in her back. The patient's physician removed the remaining part of the extension and the proximal end of the lead. The distal end of the lead was not attached and was not found, although it was noted that the physician did not attempt to find or remove the distal part of the lead. No patient outcome was provided.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 1996, product type extension; product ID 3587a, lot# l33018, implanted: (B)(6) 1995, explanted: (B)(6) 1996, product type lead. (B)(4).